Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump went blank. Customer changed batteries twice and the screen was still blank. The customer's blood glucose was 357mg/dl, treated with syringe. The customer stated after troubleshooting the display did not return. The customer sated it looks fine, but on the side there is corrosion unable to describe it. Advised customer the insulin pump will need to be replaced and revert to back up plan. Customer agreed to return the insulin pump for failure analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and with corroded battery tube; however the insulin pump was tested with a test battery cap and passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.